Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The device was returned due to a magnetic sensor issue. The catheter was unable to connect to a stock cable due to the aforementioned bent pin and was unable to connect to a test box to complete electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent pin remains unknown.

Event description:
During an atrial tachycardia procedure, there were communication issues with the advisor hd grid x catheter and the tactiflex ablation catheter resulting in a delay. It was noted that the advisor hd grid x catheter could not be visualized using port 8 and that a magnetic sensor error was displayed. The cable was exchanged, without resolution. The catheter was exchanged and connected into port 7 which resolved the issue. However, the tactiflex catheter also was not being recognized and displayed an error stating "catheter not connected". The issue was resolved by replacing the catheter. The procedure was completed without adverse patient consequences.